Event description:
It was reported that the physician's (B) (6) hand held was freezing at the interrogation screen. The physician would perform a soft reset which would temporarily resolve the issue, but the physician is requesting a new hand held as the event continues to occur. In addition, the physician reported that the hand held is not always responding to taps on the screen using the stylus. The manufacturer representative attempted to re-align the screen, but the problem did not resolve. The non-working hand held and software flashcard have been returned to manufacturer where analysis is underway.